Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum seemed to be weak. The settings were adjusted but there was no big difference. The customer refused to provide further details.

Manufacturer narrative:
The company service representative examined the system, but was unable to confirm the reported event. The system was manufactured on may 10, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).